Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. The system performance was found to be according to spec and as expected. Treatment parameters were in line with the typical range. No new risk has been recognized.

Event description:
Patient called a health educator regarding some administrative issues and also mentioned a few side effects she was experiencing after an essential tremor treatment - balance issues (imbalance) and hand/eye coordination issues (dysmetria). Two weeks after treatment the treating physician informed that the patient was already improving.